Event description:
As reported: "we were using an axsos3 distal femur plate for a periprosthetic fracture using the consigned targeting instrument set. The plate was inserted into the patient roughly 20-30 minutes after the first incision, attached to the targeting instruments. As the surgeon/registrar attempted to insert the first locking screw distally using a tissue sleeve and locking drill sleeve, they noticed that the sleeve was contaminated with what was believed to be blood from a previous case after pushing the locking drill bit through the drill sleeve and pulling it back out (they hadn¿t drilled into the patient at this stage). They decided to push ahead with the case, they put the contaminated drill sleeve and drill bit to the side and carried on using the rest of the clean instruments."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Based on the provided information, the root cause was attributed to a user related issue. The failure was caused by inappropriate cleaning and inspection during reprocessing of this consignment device by the hospitals central sterilising department. In this relation, the instructions for cleaning, sterilization, inspection and maintenance can be pointed out. In this instruction are all required cleaning and inspection steps prepare medical devices for re-use described. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device returned to circulation at the hospital after cleaning.

Event description:
As reported: "we were using an axsos3 distal femur plate for a periprosthetic fracture using the consigned targeting instrument set. The plate was inserted into the patient roughly 20-30 minutes after the first incision, attached to the targeting instruments. As the surgeon/registrar attempted to insert the first locking screw distally using a tissue sleeve and locking drill sleeve, they noticed that the sleeve was contaminated with what was believed to be blood from a previous case after pushing the locking drill bit through the drill sleeve and pulling it back out (they hadn¿t drilled into the patient at this stage). They decided to push ahead with the case, they put the contaminated drill sleeve and drill bit to the side and carried on using the rest of the clean instruments."